Event description:
Pt was receiving a bedbath when the pt started to slip down in bed. Nurse called for more staff. When she returned, the pt had slid to the end of the bed. Lower half of the flexicair ii bed was deflated; lower half of bed was soft and had sunk 6 inches. Pt is quadriplegic. 12 year history of pt unable to walk with progressive extremity weakness and contractures of hip and knees. Pt requires total care. Physician had written order to avoid 45 degree angle when sitting. Ankle x-ray taken 11/18 which showed fracture distal nondisplaced tibia. Pt is high risk for cast sores, decubitus. X-ray shows distal right leg and right hind foot & right ankle have significant demineralization.